Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a malfunction alarm occurred. The customer's blood glucose was 240 mg/dl. Customer cleared malfunction and resumed insulin delivery.